Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, after placing the device in the pocket, the physician could not engage the torque wrench into the right ventricular (rv) setscrew after multiple attempts. The grommet was removed and visually inspected and it was determined that the setscrew was cross threaded from the factory. The device was not implanted and a new device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.